Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused kidney cancer, 2 heart attacks and has alleged to black particles in the mouth and nose, the device has a burnt smell. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on oct 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged sound abatement foam became degraded and caused kidney cancer, 2 heart attacks and has alleged to black particles in the mouth and nose. Additional information was received about the alleged eye irritation, respiratory tract irritation, dizziness, headache, asthma (new or worsening), liver disease/toxicity, kidney and lung. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging kidney cancer, 2 heart attacks and has alleged to black particles in the mouth and nose, the device has a burnt smell related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this updated report will be filed. Section h6 updated in this report.